Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. No further issues were reported after the service visit.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable ca2 calcium gen.2 results on nine patients from a cobas 6000 c (501) module. The questionable results were reported outside the laboratory and questioned by the ward. The field service engineer went onsite and discovered a malfunction in the cuvette washing mechanism. He cleaned and checked the vacuum tank and cuvette washing mechanism. He performed a check on the halogen lamp. He replaced the rinse station filters, rinse station valves, rinse station tubing, and the teflon within the sample syringe. The customer repeated the questionable calcium results after the service visit for confirmation. All results are in mg/dl. (B)(6). The calcium reagent lot used for patient testing was (B)(6) with an expiration date requested but not provided.